Event description:
It was reported that during a da vinci nissen fundoplication surgical procedure small black pieces of "debris" were seen on the pt's anatomy. The pieces were removed, the abdomen was irrigated and suctioned to remove all small pieces. The surgical staff removed and inspected robotic instruments and found that three of the instruments appeared to be scraped, but intact. Further investigation by the surgical staff, under a microscope, found that the maryland forceps instrument had scuffed and scratched areas that may have material missing.

Manufacturer narrative:
The instrument was not returned to isi for eval; however, isi representatives conducted an investigation at the hosp in 2007, and found the following: the marks on the main tube of the instrument were consistent with marks caused by the instrument main tube scraping against the inside edge of a cannula accessory. The small black pieces of "debris" have been identified as pieces of the instrument main tube that were skived off by the sharp edge of a cannula accessory. On site eval of the hospital's 5mm cannula accessories was performed. During eval, two defective cannulae were discovered. As of 11/9/07, there have been no reported recurrences of the issue at this hosp. The following medwatch reports listed below were also sent to the FDA regarding these defective cannulae. 2955842-2004-00048, 2955842-2007-00449.